Manufacturer narrative:
Additional information: two probes were returned for evaluation for the report of being broken into two parts during surgery. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The samples were visually inspected and both were deemed to be nonconforming. The front and rear engine housings on both probes are detached. One probe has a needle completely broken off and one sample the needle is broken at the stiffener to approximately a 90 degree bend. Based on the damage the cutter wear could not be determined. The report evaluation does confirm the two probes are nonconforming do to the detachment of housing components. The root cause for the separation of components cannot be determined from this evaluation. The most probable reason for the failure would be from mishandling, incorrect assembly, or poor transporting of the product. An additional two probes were returned for evaluation for the same initial report. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The two samples were visually inspected and both were deemed to be nonconforming. The front and rear engine housings on both probes are detached. The needles of both probes are slightly bent. One of the probes was disassembled. There is approximately 120 minutes of wear on the inner cutter when compared to the cutter wear visual standards. Due to the bent needle, the second probe could not be disassembled. The report evaluation does confirm that the two probes are nonconforming do to the detachment of housing components. The root cause for the separation of components cannot be determined from this evaluation. The most probable reason for the failure would be from mishandling, incorrect assembly, or poor transporting of the product. An internal evaluation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomies broke in two and stopped working during four separate retina surgeries. Upon follow up it was informed that the "tubes of aspiration and pneumatic activation of the vitrectomy blade separated from the vitrectomy blade itself." The product was replaced and the procedures where completed without harm to the patients. Product samples have been requested for evaluation. There are no other event details available.